Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the insertion flexible tube (ift) was buckled, the light guide cable broken and the u/d & r/l pulley wire ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Event description:
The image is to dark, the lcb is reduced to 30 / 00% this event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.